Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) in the 50s(mg/dl), cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.